Event description:
It was reported that a spectrum pump was falsely alarming for "air-in-line." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The reported false "air-in-line" messages were confirmed. The pump was received inoperable due to constant "reload set" alarms. Evaluation also found the upper and lower readings from the ultrasonic sensor to be below specifications. This would cause the pump to be more sensitive to "air-in-line" alarms if the pump was able to run. The upstream sensor was replaced.